Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during setup/inspection for use, the subject flex video scope had no image in video. There was no patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted d4 - primary UDI number updated from (B)(4) to (B)(4). Please refer to section d4-primary UDI number.

Event description:
No additional information received from the customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.